Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of trochanteric femoral nail advanced (tfna) due to a non-union of the intertrochanteric femur fracture. The surgeon successfully removed the hardware and replaced the device to a dynamic condylar screw (dcs) and 95 deg dcs plate 8 hole with an open reduction and internal fixation (orif) procedure of right femur. Procedure was successfully completed. There was patient consequence. This is report 3 of 3 for (B)(4).